Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the laser is not starting on occasion, and sometimes the system stops in the middle of a procedure. It also does not recognize the probe. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported ¿probes not being recognized¿ was not replicated. However, the core module was replaced to resolve the reported ¿laser operational issues.¿ the system was tested and found to meet product specifications. The system was manufactured on june 28, 2010. Based on qa assessment, the product met specifications at the time of release. No problem was found, associated with the reported ¿laser probes not being recognized.¿ therefore, the root cause of the reported event cannot be determined conclusively. The root cause of the reported ¿laser operational issues¿ can be attributed to the nonconforming core module. However, how or when the module became nonconforming could not be determined. (B)(4).

Manufacturer narrative:
The system was examined and the reported ¿probes not being recognized¿ was not replicated. However, the core module was replaced to resolve the reported ¿laser operational issues.¿ the system was tested and found to meet product specifications. The system was manufactured on june 28, 2010. Based on qa assessment, the product met specifications at the time of release. A laser core module was received and a visual assessment of the returned sample revealed no obvious nonconformity. The laser core module was installed into a calibrated constellation system for functional testing and system message (sm) ¿laser controller detected a port hardware failure¿ displayed during testing. The issue was isolated to a loose connection between the top sensor printed circuit board (pcb) and the port 2 photo detector cable. A new wire crimp was placed on the photo detector cable. The laser core module was then tested and passed. The root cause of the reported events can be attributed to a loose connection between the top sensor pcb and the port 2 photo detector cable. The manufacturer internal reference number is: (B)(4).